Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump got damaged. The customer's blood glucose was 128 mg/dl. The customer stated that when o-ring was loose she was not able to put in the reservoir but when the o-ring was removed she was able to lock in reservoir. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with corroded battery tube, reservoir tube lip completely broken off and missing reservoir tube lip o ring noted. The test reservoir does not stay locked in place due to reservoir tube lip broken off.